Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('embedded device'), uterine perforation ('migration/ perforation') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure (batch no. A14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "repeat/multiple surgeries", device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test." In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), surgical procedure repeated ("repeat/multiple surgeries"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("ovarian cysts"), was found to have a pregnancy with contraceptive device ("birth - no complication"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full) and supracervical hysterectomy (uterus only) - robotic assisted laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, uterine perforation, pregnancy with contraceptive device, cholecystectomy, surgical procedure repeated, psychological trauma, bladder disorder, urinary tract disorder, fatigue, nausea, hormone level abnormal and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, device breakage, dysmenorrhoea, embedded device, fatigue, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgical procedure repeated, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012, (B)(6) 2012 plaintiff received treatment for pain, bleeding, breakage, migration/perforation, bladder/urinary problems, other injuries/symptoms. Lot number: a14903 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event device embedded added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/ perforation'), pregnancy with contraceptive device ('birth - no complication'), cholecystectomy ('gallbladder removal') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure (batch no. A14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.", device difficult to use "repeat/multiple surgeries" and device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("ovarian cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, cholecystectomy, surgical procedure repeated, psychological trauma, bladder disorder, urinary tract disorder, fatigue, nausea, hormone level abnormal and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, device breakage, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgical procedure repeated, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for pain, bleeding, breakage, migration/perforation, bladder/urinary problems, other injuries/symptoms. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet was received. Reporter information, lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/ perforation'), pregnancy with contraceptive device ('birth - no complication'), cholecystectomy ('gallbladder removal') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.", device difficult to use "repeat/multiple surgeries" and device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("ovarian cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, cholecystectomy, surgical procedure repeated, psychological trauma, bladder disorder, urinary tract disorder, fatigue, nausea, hormone level abnormal and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, device breakage, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgical procedure repeated, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for pain, bleeding, breakage, migration/perforation, bladder/urinary problems, other injuries/symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/ perforation'), pregnancy with contraceptive device ('birth - no complication'), cholecystectomy ('gallbladder removal') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure (batch no. A14903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.", device difficult to use "repeat/multiple surgeries" and device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("ovarian cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, cholecystectomy, surgical procedure repeated, psychological trauma, bladder disorder, urinary tract disorder, fatigue, nausea, hormone level abnormal and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, device breakage, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgical procedure repeated, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for pain, bleeding, breakage, migration/perforation, bladder/urinary problems, other injuries/symptoms. Lot number: a14903 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration/ perforation'), pregnancy with contraceptive device ('birth - no complication'), cholecystectomy ('gallbladder removal') and surgical procedure repeated ('repeat/multiple surgeries') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.", device ineffective "device ineffective" and device difficult to use "repeat/multiple surgeries". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), surgical procedure repeated (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue"), nausea ("nausea") and ovarian cyst ("ovarian cysts"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, cholecystectomy, surgical procedure repeated, psychological trauma, bladder disorder, urinary tract disorder, fatigue, nausea, hormone level abnormal and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, cholecystectomy, device breakage, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgical procedure repeated, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012. Plaintiff received treatment for pain, bleeding, breakage, migration/perforation, bladder/urinary problems, other injuries/symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event of "injury nos" was replaced with pelvic pain. New events added - birth - no complication, dysmenorrhea (cramping), back, /abdominal,menorrhagia (heavy menstrual bleeding),breakage,psych injury, migration/ uterine perforation,fatigue, nausea, other, hormonal changes,gallbladder removal, ovarian cysts, repeat/multiple surgeries,she did not undergo essure confirmation test. Reporter's information was added. Added event updated outcome of pain, bleeding from unknown to recovered/resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.